Manufacturer narrative:
Correction: file is deemed not reportable. Customer stated that the tubing set was not attached to a patient at the time of the event.

Event description:
It was reported that the buretrol tubing set leaked from the top in the infusion center. The customer later reported that the tubing set was not attached to a patient at the time of the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the buretrol tubing set leaked from the top.